Event description:
The recipient reportedly experienced decreased performance. Programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone slices on the top and bottom covers and fantail, and the electrode was severed near the array prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test performed. The device passed the electrical and mechanical tests performed. The reported complaint of loudness growth issues and decreased performance over time could not be verified during this analysis, which was limited in some respects due to the electrode being cut prior to receipt. This device passed all of the tests performed. This version of the ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.